Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. Bg value not provided. Reportedly, a screen on quick bolus button alarm occurred. Tandem technical support educated the customer on the causes for the alarm and preventing items from pressing on the button. A correction bolus was delivered to address bg.